Event description:
Pt undergoing operative procedure of hand (tenolysis, transposition of tendons and release of contractures). During dissection a 2-3 mm fragment of the scissors tips allegedly broke off in the wound. It was allegedly visible on x-ray taken at the time. Wound exploration was undertaken in an effort to retrieve the alleged fragment. However, after extensive effort, including the use of a magnet, this was not successful. Therefore, pt has allegedly retained foreign body in the wound. The instrument involved was reportedly approx 6 months old at the time.